Event description:
On (B)(6) 2011, pt reported he feels his infusion device is delivering a lower amount of insulin that it should. Pt stated for the past day and a half his blood glucose readings have been between 200-400 mg/dl. Pt reported his blood glucose readings have not been coming down even with boluses. Pt's stated, he has not had to seek outside medical attention. Pt reported, he self-treated by using injection therapy and also switched to his backup infusion device. Pt stated, his blood glucose readings on this backup infusion device have started to come back down. Pt reported, he received no error messages to indicate a malfunction. Pt discarded the insulin cartridge, the battery, infusion set tubing and site. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery cover and the infusion adapter for eval.